Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2016. The fse performed decontamination of the instrument with bleach and di water. The fse also adjusted the flow rate of the instrument and ran calibrators, controls and several patient samples to verify proper operation.. The g8 was working as intended. No further action required by fse. The probable cause of the event was contamination of the system.

Event description:
On (B)(6) 2016 a customer reported intermittent low pressure which started on the same day early in the shift. The customer replaced the column and filter as part of their troubleshooting process and performed several flushes of the instrument. The customer then attempted to run calibrators but stopped after calibrator 1 due to low pressure. The technical support group (tsg) advised the customer to pull off the line filter, then confirm the buffers bottles are full and the tubings are immersed in the buffer solution. Tsg requested the customer to run another drain flush and retry running the calibrators. The customer called back the technical support group indicating that they were able to run three prime blood samples and when they attempted to run calibrators the got the low pressure error. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.